Manufacturer narrative:
A customer from outside the united states observed elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 108. Follow-up testing of the sample using a heterophilic blocking tube (hbt) and a non-specific antibody blocking tube (nabt) produced ¿negative¿ tnih results (details not provided). Siemens is investigating

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 109.an initial elevated atellica im tnih result was obtained for a 61-year-old male patient. Another sample was drawn, which produced a similarly elevated result.the patient¿s sample was tested using another assay method (unspecified), and a lower (¿negative¿) troponin result was obtained. This lower result was considered correct.follow-up testing of the sample using a heterophilic blocking tube (hbt) and a non-specific antibody blocking tube (nabt) produced ¿negative¿ tnih results (details not provided).there are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states observed elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. MDR: 1219913-2025-00061 was initially submitted on 27-mar-2025. Update, 04-apr-2025: siemens has concluded investigation. It was noted that quality control (qc) results for the assay were within expected ranges. No system error messages indicating an instrument issue were reported. System file review was not warranted because the results for this patient were reproducibly elevated, and the issue was isolated to this specific patient sample. The customer repeat-tested the affected sample both with and without hbt and nabt pre-treatment, and results remained essentially consistent. Interference by a heterophilic antibody can be ruled out on the basis of these results. Siemens is unable to investigate further as there was insufficient sample remaining to permit further testing. No information was provided regarding patient treatment, diagnosis, or medications. Based on the available information, the discordance was due to a sample- or patient-specific issue which could not be specifically determined. No systemic product problem was identified. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The customer is operational, and the reported issue was resolved by routine troubleshooting. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.